Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient woke up feeling sick and vomited. The patient¿s parent cannot recall the exact number when the cgm was checked. It was either 159 mg/dl or 189 mg/dl and the bg meter was reading ¿close to what the dexcom was reading." The patient was given apple sauce but the patient continued to vomit. Around 10am, the patient¿s parent took the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 787 mg/dl while the cgm was reading around 200 mg/dl. The patient¿s sensor and tandem insulin pump were removed. The patient was treated with insulin (route not specified) and was in the ER for 6-7 hours before being transferred to the intensive care unit (ICU). The patient was diagnosed with diabetic ketoacidosis (dka) and further treated with an intravenous (IV) insulin drip, IV fluids, potassium, magnesium, and an unspecified antibiotic. No bg meter values were reported while the patient was in the ICU. A new sensor was inserted on (B)(6) 2026 and the patient was still having inaccuracy issues. The patient felt fine at the time of the report and was discharged on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).